Manufacturer narrative:
(B)(4).

Event description:
A catheter erosion was reported. The hcp stated that in (B)(6) 2011 the pump was stopped due to the catheter coming out of the it space. The pump was to be filled with saline and run at a low flow rate. Pt was supplemented with oral pain medications during this time frame. The drugs infused via the pump were reported as morphine and bupivacaine 5mg/ml each status current and saline status new. Add'l info has been requested, but was not available as of the date of this report.